Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The territory manager made an outbound call to the customer regarding supply order and was informed by the customer's spouse that the customer has passed away. The spouse stated that the cause of death was cancer. The customer's blood glucose, at the time of death, was unknown. It is unknown whether or not the customer was wearing the insulin pump at the time of death. The decedent's spouse too upset to respond to any question. The insulin pump information was not verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. It is unknown if the insulin pump will be returned for analysis. Based on the account history, the customer was last sent a sensor on (B)(6) 2013.